Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly resulting in a pump shutdown. Customer's blood glucose (bg) was approximately 300 mg/dl. Customer administered manual injections and reverted to an alternate pump for insulin therapy to address bg.